Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had repeated image failures (blacking out of all monitors and their reappearance after "some time"). The event was found during a therapeutic laparoscopic procedure in gynecology in the area of the ovaries. The procedure was successfully completed with the same device with no reports of patient harm.

Event description:
The customer provided additional information: during olympus follow-up, the customer clarified that they are no longer experiencing image issues since getting the device back. ("The mentioned video laparoscope is used daily and so far, I have not reported any image dropouts. In case there is a recurrence of image failure, I am sure the nurses would report it to me. The video laparoscope was put into use immediately after it was delivered to the university hospital and so far, there has been no failure").

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information provided by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.